Event description:
Device malfunction: unspecified suture failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unspecified suture failure occurred. The device was removed and a second proglide was used to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.